Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was not stable, the needle bearing and some screws were worn, and an external e-ring and switch were damaged and the unit was out of calibration. The motor, shaft bearings, sleeve bearings, needle bearing, screws, external e-ring, switch, and control bar were replaced and resolved the reported issue. It was noted that the unit has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported during maintenance that the following failure descriptions were noted after diagnosis: calibration issue; worn needle bearing need to be replaced; damaged external retaining ring need to be replaced; damaged switch need to be replaced; corroded motor need to be replaced; control bar issue ; and worn screws need to be replaced. Investigation found the motor speed was not stable. No adverse event was reported as a result of this malfunction.